Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. If additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has alarms vent inop (vent inoperable) , motor fault, low pip (peak inspiratory pressure), and xdcr fault (transducer fault) during patient use. There was no known impact or consequences with the reported event.